Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that they were in pain the whole time and they kept thinking when they would start feeling the stimulator or relief. Patient stated that they met with two manufacturer representatives (rep) on their 4 week post op appointment and the reps worked on them for a while and the patient never got any kind of stimulation at all except for on their right side where they never had pain at all. Patient noted that the stimulation was turned on and the rep got permission to talk them through turning the stimulation up where they felt it in their waist. Patient mentioned they went to pain management and got an epidural in l5 s1 and ever since last july they had severe stabbing pain in their right buttock that wraps around their hip into their groin and things just got out of control after that. Agent reviewed role of reps and as a courtesy agent sent an email to notify the field. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the pt. Pt reports they haven't yet been able to send stimulation to target their pain. Pt reports they were set up with 3 programs of which none are targeting their pain. They are targeted to the patient's front (i.e. Legs, stomach, and waist) but none to the back or hip. Pt reports an x-ray was done. Pt reports having another appointment (B)(6).

Manufacturer narrative:
B3 event date is approximate. Year of the event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their leads had come off at the top, so they were having revisions on (B)(6) . Pt mentioned they waited a month after implant, but the implant was not working so they had an x-ray on march 27th, and their doctor found out that the top of the leads looked like a wilted flower. Pt stated they had 5 programs but none of them really targeted any pain.